Event description:
The consumer reported a false negative result using binaxnow covid-19 ag self test on (B)(6) 2024. Confirmation testing was not performed. The consumer was experiencing covid-19 symptoms for a week. Three attempts were made to follow-up with the consumer for more information, but the consumer was unreachable. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result using binaxnow covid-19 ag self test on (B)(6) 2024. Confirmation testing was not performed. The consumer was experiencing covid-19 symptoms for a week. Three attempts were made to follow-up with the consumer for more information, but the consumer was unreachable. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result using binaxnow covid-19 ag self test on (B)(6) 2024.. Confirmation testing was not performed. The consumer was experiencing symptoms for a week. Three attempts were made to follow-up with the consumer for more information, but the consumer was unreachable. No additional patient information, including treatment and outcome, was provided.